Event description:
It was reported that pump declared cartridge change error due to damaged cartridge o-ring. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, inspected cartridge area, cleaned pump pneumatic tap, filled and attached new cartridge, removed pump from case as needed, completed on-screen loading steps, and successfully resumed insulin delivery.